Event description:
It was reported the act button was sticking on the insulin pump and may be the cause of high blood glucose level. The screen on the device also goes blank and had lines running across it. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.